Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: (B)(6) 2023 initial result = 857.6 miu/ml. (B)(6) 2023 initial result = 2.3 miu/ml. The original sample collected on (B)(6) 2023 was repeated and generated a result of 11.88 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect total b-hcg assay included review of information and data provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 49618ud02 and complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 49618ud02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for lot 49618ud02 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on our investigation, no system issue or deficiency with the architect total b-hcg reagent for lot 49618ud02 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: (B)(6) 2023 initial result = 857.6 miu/ml. (B)(6) 2023 initial result = 2.3 miu/ml. The original sample collected on (B)(6) 2023 was repeated and generated a result of 11.88 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.